Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
Updated: describe event or problem, patient code. Death date: 2013. (B)(4).

Event description:
It was further reported that on (B)(6) 2010, the patient presented with a one month history of dyspnea on exertion. The 1st target lesion was a de novo lesion, located in the mid left anterior descending artery extending into 1st diagonal artery. The 2nd target lesion #2 was a de novo lesion located in the mid right coronary artery.

Event description:
Same case as MDR ID# 2134265-2013-08558 & 2134265-2013-08559. It was reported post a percutaneous coronary intervention treatment procedure, the patient expired. (B)(6) 2010, the patient was diagnosed with stable angina and cardiac catheterization was recommended. A 75% stenosed and 15mm long target lesion located in the mid left anterior descending artery with a reference vessel diameter of 4.0mm was treated with pre-dilation and placement of a 3.5x24mm taxus liberte study stent, resulting in 0% residual stenosis post dilation. A second totally occluded and 20mm long target lesion was located in the mid right coronary artery with a reference vessel diameter of 3.0mm. The second target lesion was treated with pre-dilation and placement of a 3.0x32mm and 3.0x24mm taxus liberte stents, resulting in 0% residual stenosis post dilation. On an unspecified date the patient expired.